Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed one day post operative follow up lasik treatment on the right eye. Patient was noted to have been treated with tapered steroid eye drops. Upon follow up, issue was reported as resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).